Manufacturer narrative:
Cloud data from the user for the period of 07nov2025-08nov2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased towards urgent high (greater than 400 mg/dl), until the max microbolus amount was reached. In response to a stretch of urgent high glucose values, the automated algorithm delivered at the max microbolus amount until an automated delivery restriction alert was generated, which put the system into automated mode: limited until the alert was acknowledged and the system transitioned to manual mode. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. It could not be determined from the data if the pod was leaking insulin. The exact cause of the reported leaking during wear event could not be determined.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 583 mg/dl while wearing the pod on the hip/buttocks between 37 and 48 hours. The pod was removed at the hospital. Symptoms reported include nausea, vomiting, and headache. Th patient was diagnosed with hyperglycemia and diabetic ketoacidosis. The patient was treated with an infusion of liquid with calcium, and a new pod was activated. The patient was released 3 days later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.